Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 160 mg/dl (aviva) and 325 mg/dl (advantage). Customer states that he was not feeling well at the time of the readings. Customer took approximately 10-11 units of humalog based upon the readings. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).